Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis (ipp) back in 2012. During the ongoing use period the tubing connecting the pump and the reservoir disconnected, causing fluid leak. Therefore, a revision surgery was performed to remove and replace all the ipp components. The patient is expected to make a full recovery.